Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1, 06/02/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/06/2011 with the following findings: the audio bolus button was found to be torn. The audio bolus button was intermittently responsive during testing. There was evidence of keypad adhesive found under the audio bolus button contact.

Event description:
On (B)(6) 2011, the patient contacted an animas representative and alleged that keypad button presses did not activate desired pump functions. The patient claimed that the keypad was intact. He denied that the device was exposed to water or cleaners. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.